Manufacturer narrative:
(B)(4). Additional information: the analysis showed that the atb45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/3 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon (3rd year resident) fired the device on the appendix and the device only stapled about three fully formed staples on each side of where the cut line would have been and deployed about two more unformed staples. The device then locked out. There was no cut line. The rep was notified and believes it was a cartridge loading error and that the tech did not seat the cartridge properly. Dr. Abernathy coached the resident to use another device of a different product code to transect the appendix. There were no patient consequences.